Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on 05/19/2016 to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion site and sensor insertion date are unknown. There was no report of any injury or medical intervention. No additional event or patient information is available.